Event description:
The reporter states that the lancet does not retract back into the cap of the accu-chek softclix lancet device after firing. The reporter received a accidental stick to finger. The accidental stick did not require medical attention. No action taken or treatment given based on the lancet device issue. No adverse event reported. New lancet device with lancets sent and return requested.